Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. The instrument was found to have a broken main tube at the distal end. A broken piece was not returned, measuring roughly 0.32" x 0.18 in size. The wrist assembly is no longer straight due to the damage. This failure is commonly associated with mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted pleural decortication surgical procedure, the tip up fenestrated grasper had distorted/bent tips. The procedure was completed with no reported injury.